Event description:
The customer complained of erroneous thyrotropin (tsh) results for one patient sample. The erroneous result was reported outside of the laboratory. The first attempt to test for tsh on (B)(6) 2015 resulted in a data flag with no result. The repeat tsh result was 0.038 uiu/ml. This result was reported outside of the laboratory. On (B)(6) 2015 a new sample was obtained and the tsh results were 8.39 uiu/ml and 8.36 uiu/ml. The result of 8.390 uiu/ml was reported outside of the laboratory. The sample from (B)(6) 2015 was repeated and the result was 4.42 uiu/ml. This sample was repeated again resulting in a data flag with no result. The sample from (B)(6) 2015 was sent to an external laboratory where the result was "approximately 8.8 uiu/ml." The results generated from the (B)(6) 2015 sample were considered to be correct. No adverse event occurred. The e601 analyzer serial number was not provided. The last calibration prior to the event was (B)(6) 2015. Calibration and quality controls were acceptable. The samples from (B)(6) 2015 have been discarded.

Manufacturer narrative:
A specific root cause could not be identified. Based on the available data, a general reagent issue can most likely be excluded. The most likely root cause of the erroneous results is related to incorrect sample preparation, foam/bubbles on sample surface or insufficient sample volume.

Manufacturer narrative:
This event occurred in (B)(6).